Event description:
The complainant indicated that a patient diagnosed with postcardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos) was implanted with an impella 5.5 for mechanical circulatory support. The complainant stated that suction events were experienced during the operation of the impella 5.5. It was reported that these suctioning events led to an increased requirement for vasopressors. Furthermore, it was observed that the patient exhibited moderate dysfunction of the the right ventricle. Consequently, an impella rp flex was implanted.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Section b5 was corrected, updated to include complete event details. Medical safety review: medical safety officer reviewed the event and noted there is not enough evidence to exclude the impella rp flex as a contributing factor in the demise outcome. The physician suspected that the impella rp flex threw pulmonary embolism and prevented flow from right to left as they were unable to flow on the impella 5.5. The suction event and actions occurring with the impella 5.5 is a device malfunction and should be reported. Change in reportability: after review of the case by the medical safety officer, it was determined the impella 5.5 is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Note: h6: device problem/component/investigation coding remains unchanged. Related medical device reports: this impella 5.5 report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp flex, which is associated with the demise outcome.

Event description:
The complainant reported a patient with postcardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos) was initially implanted with an impella 5.5 followed by an impella rp flex for bipella mechanical circulatory support. The patient would experience complications and subsequently expire. Patient had removal of mediastinal mass, mitral and tricuspid valves replacement and maze (modified atrial fibrillation surgery with electrophysiological zero ablation) on two days prior to the impella 5.5 device implant and was unable to come off pump. The patient was, therefore, placed on central extracorporeal membrane oxygenation (ECMO). The patient underwent chest washout and closure. Impella 5.5 was placed and ECMO decannulated. The patient began to have suction events, which led to increased vasopressor requirement and moderate right ventricular dysfunction. The impella rp flex was implanted via left subclavian vein for bipella support. Following, it was noted the patient was severely coagulopathic. Numerous blood products were given to correct. Then impella rp flex flows decreased, mean pulmonary artery pressure and motor current increased from baseline. The patient was noted to be well supported with mixed venous of 68 with plans to start heparin in 6 hours if bleeding was stable. (Note: it cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient.) Over the night, the patient continued to bleed requiring additional products and ultimately was unable to flow right to left despite the rp flex support. The patient would soon thereafter expire. The physician commented and suspected the lungs were not allowing flow back into the left atrium due to pulmonary embolism.

Manufacturer narrative:
Corrections b1, h1, h6 the investigation of the reported failure mode has been completed. The product was not returned for investigation. Bleeding: the cause of the injury was not determined due to insufficient clinical details. Suction: data log review showed suction alarms triggering throughout support. Flow levels were slightly below expected p-level ranges. The p-level was adjusted to suspend suction alarms - the patient could not tolerate higher p-levels without triggering suction. An rp pump was added, but good flow still couldn't be established from right to left, aligning with rv dysfunction mentioned in the clinical. Logs show a spike in placement signal at the time of a placement signal not reliable alarm. This spike was most likely attributed to an air gap, as the motor current, snr (signal to noise ratio), gain, and contrast, all drop slightly. Placement signal had low pulsatility, indicating decline in the patients condition. No motor current spikes were observed. The cause of the low pump flow was most likely patient condition related, as clinical reported moderate rv dysfunction, which is in alignment with the low placement signal pulsatility seen in data logs. Device history review: the device passed all the post sterile inspection checks.